Manufacturer narrative:
Philips service replaced the monitor and returned the device to use without issues. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that flexvision monitor replaced due to display failure on a azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.